Event description:
It was reported that a vial-mate's blister packaging was loose on the backside of the paper. This malfunction was identified during set-up. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. Visual inspection of the sample was performed and found the backing paper was detached from the clear blister and was undamaged. It was confirmed that there was no strong bond between the blister and the backing paper. The cause of this issue was related to a manufacturing process issue. A CAPA has been opened to address this issue.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.